Event description:
It was reported that the seal of a trocar broke into pieces and was retrieved from the pt's abdomen.

Manufacturer narrative:
Final investigation showed that the returned trocar sleeve was completely intact with no obvious damage or missing pieces. The obturator was not returned for investigation.